Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported device was confirmed visually to have the distal threaded tip fractured during inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: possible root causes to the tip fracture is over tightening of the draw rod to the screw during assembly of the screw extractor to the screw and/or improper alignment in previous surgeries, however the cause is not determined and multifactorial.

Event description:
It was reported that the surgeon was trying to remove hybrid plate from patient and broke both tips of the draw rod.

Event description:
It was reported that the surgeon was trying to remove hybrid plate from patient and broke both tips of the draw rod.